Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer reported to baxter that during patient use they saw precipitate in the line. The session was stopped the patient is fine. There was no patient injury or medical intervention required.